Event description:
As reported, during the procedure, while advancing the delivery system through the sheath into the abdominal aorta, the implanting physician noted resistance at the distal opening of the esheath+. Upon removal of the sheath, a very small irregular tear was noted at the tip. No procedural complications or harm to the patient occurred during this procedure. Imagery provided revealed the distal tip was torn. It was perceived that there was something off with scoring on the distal tip of the sheath which caused the tear.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
H2, h6 updated. The device was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery evaluation was performed. A device related photo was provided, and the following was observed; the sheath appeared to be expanded fully, as designed. The sheath distal tip was opened along the axial score line. Some stretching was noted along the hdpe portion of the axial score line opening. The hdpe appears to be torn proximal to the axial score line opening. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed the following complaints relating to the complaint code; failure sheath distal tip torn, resistance between system components inability to advance through sheath and difficulty advancing through sheath. Available information suggests that patient factors (tortuosity) may have contributed to the reported event. The complaints for failure sheath distal tip torn and resistance between system components difficulty advancing through sheath were confirmed, however, a complaint history is not required as the issue has been previously identified in an existing product risk assessment which captures root cause analysis for the issue. Sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented in an existing product risk assessment. In addition, device history review confirmed that the device lot passed the manufacturing test. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. The following instructions for use (IFU) and training manuals were reviewed; esheath+ introducer set IFU, commander delivery system IFU, device preparation training manual and procedural training manual. No IFU/training deficiencies were identified. This event reports minor resistance during delivery system advancement and a sheath distal tip tear observed after device removal that have not resulted in a patient harm, or a device failure to perform its function. There was no evidence of product non conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, no further action is required. The complaints for failure sheath distal tip torn and resistance between system components difficulty advancing through sheath were confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, during the procedure and while advancing the delivery system through the sheath into the abdominal aorta, the implanting physician noted resistance at the distal opening of the esheath+. Upon removal of the sheath, a very small irregular tear was noted at the tip. No procedural complications or harm to the patient occurred during this procedure. Per evaluation of the provided imagery, the sheath distal tip was observed to be torn. The failure mode is characteristic of sheath tip tear events as described in. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. An existing product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. In this case there was no patient harm as the distal tip tear was observed after removal from the patient and the resistance during delivery system advancement was minimal. No further action is required. A corrective and preventive action was previously initiated, and complaint trending will continue to be monitored on a monthly basis. No further escalation is needed at this time.